Event description:
Same case as MDR ID 2134265-2015-01777. It was reported that catheter entrapment occurred. Vascular access was obtained via the brachial artery through a 5f non bsc sheath. The target lesion was located in the iliac artery. After a 035/260 magic torque¿ guide wire crossed the lesion, a 7.0 x 100, 135cm mustang¿ balloon catheter was advanced and dilation was performed. After dilation, withdrawing the balloon catheter through the sheath was extremely tight. It was then noted that the balloon catheter and the guide wire became stuck together in the sheath. The entire sheath had to be pulled out from the patient and vascular access was lost. The procedure was abandoned. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with a guidewire, inserted through the device along with a coiled up sheath that was bunched up. An examination of the balloon catheter found that the shaft was severely stretched at various locations along its length and a break was present in the shaft. The break was located at 113cm distal to the strain relief. The distal section of the break, including the balloon and tip section of the device was not received for analysis. The shaft was severely stretched down onto the guidewire. As a result, it was not possible to remove the wire from the wire lumen of the catheter. As a result of the already weakened, stretched catheter, it was noted that during attempts to remove the wire, some further stretching of the catheter's shaft occurred. An examination of the guidewire found that the guidewire was severely stretched. A non-stretched section of the wire was measured. The proximal hub section of the sheath was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-01777. It was reported that catheter entrapment occurred. Vascular access was obtained via the brachial artery through a 5f non bsc sheath. The target lesion was located in the iliac artery. After a 035/260 magic torque guide wire crossed the lesion, a 7.0 x 100, 135cm mustang balloon catheter was advanced and dilation was performed. After dilation, withdrawing the balloon catheter through the sheath was extremely tight. It was then noted that the balloon catheter and the guide wire became stuck together in the sheath. The entire sheath had to be pulled out from the patient and vascular access was lost. The procedure was abandoned. No patient complications were reported and the patient's status was okay.